Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device ptfe pad (teflon pad) was peeled back from the upper-jaw of the device toward the tip. No piece broke off. The procedure was completed with a new device. There is no harm or adverse impact to the patient. The settings at the time of the event were seal and cut mode 1. The device was inspected prior to use.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Particular areas of review are inspection of high frequency output and appearance. Upon inspection it was confirmed that the teflon pad (tissue pad) was peeled back. The exact cause of the reported event cannot be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The doctor is experienced in the use of the device. The procedure was gynecology one, exact name is not known. The event occurred during the middle of the procedure. It is not known what the doctor was performing at the time of the event. There was no delay in the completion of the procedure and the patient did not need additional anesthesia. The results of the device inspection are not known.